Event description:
As reported, a 5f mynx grip vascular closure device (vcd) came out of the package with the balloon exposed and the balloon was leaking. Another mynx was opened and used successfully. There was no reported patient injury. The device was not used. The device was stored and prepped as per the instructions for use (IFU). There was no device or package damage seen prior to use. The device was removed from the package by being pulled out by the shuttle. The device is being returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx grip vascular closure device (vcd) came out of the package with the balloon exposed and the balloon was leaking. Another mynx was opened and used successfully. There was no reported patient injury. The device was not used. The device was stored and prepped as per the instructions for use (IFU). There was no device or package damage seen prior to use. The device was removed from the package by being pulled out by the shuttle. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, nevertheless it was observed on the evidence provided by the sterile laboratory that the unit was received for cleaning process with the shuttle engaged to the black handle, which was maintained after the unit was completely cleaned and packaged in the provided plastic bag. Therefore, it was concluded that shipment and transportation processes may have promoted the disengagement observed. On the other hand, the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was exposed next to the balloon, in the proper deployed position, and the advancer tube was exposed. No additional anomalies were observed during this visual analysis, and no packaging was provided to evaluate any issue related to the packaging of the unit. The inflation/deflation test could not be performed due to a leakage that was located on the balloon during the inflation attempt. A high magnification evaluation was executed to evaluate the balloon¿s surface. During this analysis, presence of a longitudinal tear was observed on the balloon¿s body. The reported event of ¿packaging/pouch/box device not secure¿ was not observed on the returned device since no packaging was returned with the device. The reported event of ¿balloon balloon loss of pressure at prep¿ was observed during analysis of the device, since a longitudinal tear was observed on the balloon. The cause of the reported issue could not be determined. It is possible that if the device was not secured in the package, it may have cause the shuttle to disengage and prematurely advance, further leading to the sealant exposure and balloon issue. However, the exact cause could not be determined. Handling factors may also be a contributing factor. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.